Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services dispatched due to low blood glucose on unknown date. The customer was passed out due to low blood glucose. The customer¿s blood glucose level was 30 mg/dl at the time of incident. The customer was treated with glucose tablet. The device will not be returned for analysis.